Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed the red colored mark is missing, the stardrive head is worn, and the coupling on the shaft shows marks of use. The dimensions on the cut-in for the color mark meet specification. The microscopic view of the two remaining color codes does not show any anomalies. It is concluded that this complaint to be indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an orif scaphoid procedure, the red colored line of the screwdriver shaft peeled off. The red graphic line of the shaft was retrieved. Surgeon was able to complete the procedure with no adverse effect to patient.